Event description:
Information received regarding the explanted device notes that the patient experienced presyncope. A holter monitor documented ventricular oversensing and lack of ventricular capture. Invasive evaluation found rib-clavicle crush damage.